Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix and connector of the lead were extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure when the lead helix was extended, the tested parameters were not ideal. The physician attempted to retract the lead helix and change to another position, however, the lead helix would not retract. The physician had to draw back the lead helix forcibly. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.